Event description:
The dome was detached during traction removal. The indwelling period is unk.

Manufacturer narrative:
A complaint history review could not be completed, since the lot number was not provided. The complaint is inconclusive, since the product was not returned for evaluation.